Event description:
It was reported that during a ramp lésion surgery it was not possible to deliver the suture out of the handle. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection it was found that the suture had not been deployed. During functional testing, the monofilament was able to be advanced and retracted. No problem was observed.